Event description:
It was reported that, the subject device had unstable power cable at the distal end. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable has a water-tightness defect, the camera cable is unstable, there is rust on the coupler, and image defects are occurring based on the results of the investigation, a definitive root cause could not be identified for the unstable camera cable or rust on the coupler. It is likely the image defects are due to a faulty ccd (charged coupled device). It is likely the camera cable was damaged (perforated), allowing moisture to enter the interior and causing a waterproofing failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device had unstable power cable at the distal end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation and additional information provided by the customer. Updated fields: b5, e2, e3, g2. In addition, the following reportable malfunctions were identified during the device evaluation: water leak test failed on camera head focus ring area. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified at the end of the therapeutic transurethral resection of bladder tumor procedure.